Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia, a valve model 11400m27 implanted in mitral position was explanted from this 19-year-old patient due to calcification, degeneration and leaflet thickened leading to severe stenosis after an implant duration of three (3) years and ten (10) months. A mechanical valve was implanted in replacement. The patient was noted as to be in stable condition.

Manufacturer narrative:
Added information to section d9 (date returned to manufacturer) and h6 (type of investigation). Updated section h3 (device evaluated by manufacturer). H3: device evaluation: the device was returned for evaluation. Customer reports of calcification, degeneration, and stenosis were confirmed. Report of thickened leaflets was unable to be confirmed. X-ray demonstrated wireform intact, moderate calcification on leaflet 3, and heavy calcification on leaflets 1 and 2. Extrinsic calcific deposits were observed on the outflow surfaces of leaflets 2 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3 mm on leaflet 1 at the inflow aspect. Host tissue overgrowth on the stent circumference was heavy at the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and likely led to stenosis. Multiple suture threads remained attached to the sewing ring. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.